Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx des were implanted in the rca. Approximately 6 months post index procedure, patient suffered from cancer and died 10 months post index procedure. Death classification is unknown. Death took place after patient's study exit. Investigator and safety assessed that the event was not related to index device or antiplatelets medication.